Event description:
It was reported to philips that the device failed the defibrillation test.

Event description:
It was reported to philips that the defibrillation test failed. The customer requested to return the device to the repair bench for evaluation. The bench technician verified the reported issue and determined the therapy pca should be replaced. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The therapy pca was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.